Event description:
It was reported that during a device replacement procedure, when the chronic right ventricular (rv) lead was attached to the new device it exhibited high impedance. It was deemed that the lead had been damaged during the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.